Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump found no anomaly. The pump was received with 29 milliliters of fluid in it with the pump left at simple continuous mode. The pump logs showed a motor stall recovery indicating that at some point during the pump life there was a motor stall and motor stall recovery. Infusion history showed the patient was receiving flex dosing infusion. Dispense testing passed. Destructive analysis did not show any anomalies. Analysis of the catheter found no significant anomaly. There was a non-significant indent in the seal which did not affect infusion.

Event description:
It was reported that the patient experienced multiple sclerosis (ms) symptoms and was taking medications incorrectly by taking too much and overdosing. It was also noted that the pump and catheter were replaced on (B)(6) 2014 as the patient wanted the new ascenda catheter. There was no patient injury associated with the replacement. The patient recovered without sequelae. The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.